Event description:
It was further determined that the device had inappropriately detected and treated an episode of ventricular fibrillation (vf) that was suspected to be narrow complex tachycardia.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the clinical study¿s episode adjudication committee review the episode and determined that the actual rhythm was atrial fibrillation (af)/atria flutter. The patient is a participant in a clinical study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the patient was seen in clinic and it was determined the therapy received was inappropriate therapy for narrow complex tachycardia. The extravascular implantable cardioverter defibrillator (ev-ICD) was reprogrammed.

Event description:
It was reported that extravascular implantable cardioverter defibrillator (ev-ICD) detected an episode of supra ventricular tachycar dia (svt) but the episode was suspected to be ventricular tachycardia (vt), delaying therapy. Additionally, the extravascular (ev) lead exhibited undersensing possibly delaying detection and therapy. An episode of oversensing with noise was observed. The device and lead remain in use. No further patient complications have been reported as a result of this event

Manufacturer narrative:
Continuation of d10: product ID ev240163 (evl005202v); product type: 0264-lead-hv; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.